Event description:
It was reported that the device was used during a cesarean section. It was reported by the rep that in closing the abdomen, the surgeon fired (1) pmw35 stapler a total of (3) times, with each firing, the surgeon noticed the staple legs were crimping while going into the skin. He removed the (3) staple and opened another pmw35 to complete the case. There was no consequence to the patient.